Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, an 18 mm amplatzer patent foramen ovale (pfo) occluder was selected for implant. During the procedure, the right disc of the device was deformed and looked like a tire after being deployed. The device was removed from the patient. A 25 mm amplatzer pfo occluder was successfully implanted to resolve this event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.